Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) with stone extraction procedure performed on (B)(6) 2019. According to the complainant, during preparation outside tha patient, the cutting wire broke. The procedure was completed with a second jagtome rx 44. There were no patient complications reported as a result of this event.